Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 320 mg/dl at the time of the call. The customer was trying to rewind their insulin pump when part of the piston broke. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to physical damage to motor slide. The insulin pump was unable to perform the displacement test due to motor error alarm. The motor passed the motor test. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.